Event description:
It was reported, a loss of capture was observed on the left ventricular (lv) lead. Diagnostic imaging was performed and the lv lead had dislodged, which was suspected to be due to patient ambulation. The lv lead was explanted and replaced. Additionally, the device was also replaced due to pocket erosion which was suspected to be due to pocket closure. No infection was observed. The patient was stable and will continue being monitored.